Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they have couple of problem, patient said that when they got up to their chair "it" went to full blast and it max out what it can do. Patient also mentioned that it shuts off on then when it got full power. Patient clarified and patient confirmed that the stimulation went as high as 24 on their device without changing any settings on the controller. Patient said that controller was actually in a different location. Patient mentioned that it randomly happen one time last month. Agent advised patient to monitor the issue and if became persistent, advised patient to contact hcp to further address the issue.